Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID d204trm implanted: (B)(6) 2012; product ID 407652 implanted: (B)(6) 2012; product ID 6947m62 implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from (B)(6) funeral home with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ICD system. A cause of deathwas not reported.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segmentof the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.